Manufacturer narrative:
B5 - it was later indicated by the patient that they had tried rgp/sclerals lenses but this did not resolve the problem. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- patient code 3191 should be in the initial MDR. H6- patient code 2227 should be added in the intial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Glare and blurred vision was observed. The lens was removed on (B)(6) 2019. Cause of the event is reported as unknown. Reportedly, "patient complained about glare, blurred vision, and the implanted lens. But he still complained about visual impairment after removing the lens. Per the reporter on (B)(6) 2019, "currently the patient is under continuous observation and no treatment."